Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two ventricular fibrillation (vf) detections and a shock was delivered in each event. It was noted there was possible inappropriate therapy due to concurrent atrial tachycardia/atrial fibrillation (at/af) arrhythmia. Follow up yielded no information. The device remains in use. No further patient complications have been reported as a result of this event.